Event description:
It was reported that a patient experienced recurrent worsening blurry vision and headache with onset pod7. The severity was indicated as mild and required less than <24 hours of hospitalization. This patient was reported to have abnormal visual field at the baseline. The patient received steroids as intervention and the event was indicated as resolved on (B)(6) 2022.

Manufacturer narrative:
Pain & sensory/cognitive/motor deficits are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.